Event description:
A report was received that the patient had pain at the pocket site. The patient will undergo a revision procedure.

Manufacturer narrative:
Correction to the initial MDR for fields should have been (B)(6) 2017. Additional information was received that the patient would not be getting revision at this time.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient had lost approximately (B)(6), however it is not known whether the pain was due to the weight loss. The patient will undergo a revision procedure.